Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and corrected information. Corrected information: manufacturing date (h4). Investigation: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. During investigation, the reported issue was partially consistent with the customer-reported issue. The investigation determined the scope only generated an image with a defect in color (switching between a green and pink image). When the device was disassembled and inspected, the video cable was found to be defective. The device issue was caused by a defective video cable. Within the cable, the charge coupled device and the close control unit plug are the degraded components causing the failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found green colored image defect was found due to a broken video cable. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the video telescope "endoeye high definition ii", to olympus repair center for evaluation of a reported greens stripes on the image. During the evaluation, a green colored image defect was found due to a broken video cable. No patient injury or harm has been reported. This report is being submitted to capture the colored image defect found during the repair evaluation.